Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified the steam valve required replacement. The technician replaced the steam valve, tested the unit, and confirmed it to be operating according to specification. The unit was returned to service and no additional issues have been reported. The technician determined the reported leak was caused by inadequate preventive maintenance as the steam valve was in poor condition. The unit is not under steris contract agreement for maintenance. The user facility is responsible for performing preventive maintenance on the unit. The operator manual for the reliance 444 washer/disinfector states, "check piping system [6 x/yr] for leaks. Repair if necessary." The preventive maintenance manual states, "rebuild steam valves ... 1 x per year unless noted," and "inspect valves for leaks ... 4 x per year." Steris has offered in-service training on the proper maintenance and operation of the reliance 444 washer/disinfector but the user facility declined.

Event description:
The user facility reported their reliance 444 washer/disinfector was leaking water. A hospital employee slipped and fell due to the presence of water on the floor. The employee subject of the reported event sought medical treatment for the reported injury.